Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
(B)(4). UDI#: in the absence of reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a type c lesion in the distal circumflex (cx) artery. The patient presented with a non-st elevated myocardial infarction. Quantitative coronary angiography determined the vessel to be greater than 2.5 mm. Pre-dilatation was performed with 2.5 x 15 mm balloons at high pressure, reducing the stenosis to less than 40%. Two unspecified absorb scaffolds were implanted overlapping and post-dilated with a 2.75 x 15 mm balloon at high pressure. Final angiographic residual stenosis was less than 10%. The patient was discharged on dual antiplatelet drug therapy (dapt) of plavix and aspirin. The patient returned on (B)(6) 2017 due to chest pain. Restenosis was found in the distal scaffold, which was treated with a drug eluting balloon. The proximal scaffold was patent. The final patient outcome was good. It was confirmed that the patient had been compliant with dapt after the procedure. The plavix was changed to prasugrel. No additional information was provided.